Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibia plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device was making a high pitch screaming sound and was choppy. It was further observed that the device was ¿under power¿. It was reported that there was no delay in the procedure due to the event. It was reported that there was not a spare device available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition was not confirmed. It was noted that the unit was not making a strange noise and the unit passed the power test. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger was sticking. It was noted that the unit failed the triggers and electronic control unit (ecu) function, there was an unknown debris on the internal sub-assembly components (coupling shaft complete, start disc, planetary wheels, gear exit, motor), the coupling head labelled was worn, an unknown liquid residue was on the ball bearings, and an unknown liquid in the gear sleeve. The assignable root cause of these conditions was determined to be due to component damage caused by improper cleaning methods, which is user error/misuse/abuse, and component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.